Manufacturer narrative:
The investigation has determined that non-reproducible, lower than expected vitros tropi es results were obtained from five different samples from a single patient using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing, unexpected vitros troponin I es reagent performance or a transient vitros 5600 system issue had contributed to the results could not be ruled out entirely.

Event description:
The customer obtained five non-reproducible, lower than expected vitros tropi es results from five different samples collected from a single patient using vitros tropi es reagent on a vitros 5600 integrated system. Serial sample 3 result: <0.034 ng/ml vs expected 0.112 ng/ml. Serial samples result: <0.034 ng/ml vs expected 0.161 ng/ml. Serial sample8 result: <0.034 ng/ml vs expected 0.079 ng/ml. Serial sample10 result: <0.034 ng/ml vs expected 0.079 ng/ml. Additional serial sample result: <0.034 ng/ml vs expected 0.074 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for serial sample 3 was reported outside of the laboratory and questioned by a physician. It is unknown whether a corrected report was ever issued. It is assumed that the other results were not reported from the laboratory as the laboratory was aware of the issue with samples from the patient in question, although this could not be confirmed. There was no treatment altered, initiated or stopped based upon the reported results. There is no allegation of harm as a result of this event. This report is number two of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).